Event description:
It was reported the infusion line broke and leaked. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure left superficial femoral artery. Two successful passes were made in blades down mode and a third pass was attempted in blades up mode. During the third pass with the jetstream, the outer coating of the jetstream broke midway down the shaft. The physician felt some tension with the device going through the sheath. Near seconds later, a bubble formed in the outer coating, broke and sprayed rotaglide and heparinized saline solution.the coating burst and the location of the burst was outside of the patient's body. They stopped using the device. They pulled the device completely out of the patient's body and nothing was left behind. The procedure was completed without atherectomy with a balloon and stent. There were no patient complications and the patient is fine. Device eval by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination showed 1 area of buckling/kinks on the shaft located 19cm from the tip. Visual examination noticed that the infusion line had burst proximal the kinks and damage. The location of the burst infusion line was approximately 70cm from the tip of the catheter. The damage that was notice is consistent with sheath interference during the procedure. Pushing, pulling and torqueing of the device could possibly cause the damage that was noticed. The buckling/kinks on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling.